Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a cable at the distal tip of the mega suturecut needle driver instrument broke/came loose while suturing. The customer reported that there was no fragment that fell in the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the proximal grip cable to become loose at the distal end. Additionally, the instrument was found to have grip input shaft six and seven broken. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.